Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right atrial lead would not extend. The lead had dislodged. The helix was tested outside the patient and the helix would jump in and out. The lead was not used and replaced. The patient was in stable condition prior and post operation.

Event description:
New information on (B)(6) 2016 stated that the right atrial lead had dislodged prior to the procedure. The procedure was taken place for lead revision.